Event description:
It was reported that the external pulse generator (epg) was getting odd numbers when measuring ventricular output and the sense light was on. The caller was advised to make sure the 9 volt battery was good and to try removing the atrial output by putting it at zero. The epg is no longer serviced.. There was no patient involvement.

Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the device was getting odd numbers when measuring ventricular output and that the sense light was on. It was noted that the upper and lower cases and side bail covers were broken and that the liquid crystal display was out of specification in an electrical manner. The device was to be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned as a trade-in/exchange toward a new model.